Event description:
It was reported that the health care professional (hcp) wanted to review the stored episodes on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the stored data and determined the episode appeared a supraventricular tachycardia (svt) with rapid ventricular response (rvr), this ICD delivered three anti-tachycardia pacing (atp) bursts and one electric shock that were potentially inappropriate. Ts recommended reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.